Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/21/2017 with the following findings: multiple loss of prime warnings eaw 162 observed in the b/box with low non zero and zero force. Pump exercised for 24 hrs- loss of prime was not duplicated. Force calibration passed. Opened pump- no defect found. Battery compartment cracked from case seal traveling to grip pad.